Manufacturer narrative:
The investigation for the arrhythmia and low pump flow has been completed. No product has been returned. The data logs do not show any motor current spikes outside p-level changes. Clinical reported having suction and cannot increase p-level above 4 when resting but can increase p-level to 7 with ambulation. Flows were within expected range for matching p-level. Data logs confirm continuous suction alarms while at p4. Correct position was verified via imaging. No details on any patient anatomy complications or volume issues. Suction alarms continue with p-level between p4 and p7 for remainder of support with appropriate flows for matching p-level. The root cause of the low pump flow was most likely due to patient condition as evidenced by correct flows for p-level and continuous suction alarms with patient tolerating p7 during ambulation.

Event description:
The user facility reported that the patient is waiting for a heart transplant with impella 5.5 support. After a month of support the patient experienced ectopy only when ambulating and leaning forward. Echo was recommended. Soon after the team reported having suction and could not increase the p-level above 4 when the patient was resting, but could increase p-level to 7 with ambulation. The team was advised to follow IFU guidelines for preload and monitoring position with echo. Three months later, there was a placement signal not reliable alarm. There was no change in the patient hemodynamics or motor current. The impella position was good. Audio was disable.